Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh exposure, the feeling something is poking, leakage, pelvic pain, urinary incontinence, frequency, urgency, week stream, interrupt flow, fecal incontinence, recurrent prolapse and atrophic vaginitis. An excision of mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.